Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was 359 mg/dl. The customer reported that the buttons especially esc or act are not responding. She also reported that she changed the battery of the insulin pump and got a battery out limit error. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarm. It was also reported that the infusion set cannula was bent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify battery out limit due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces.